Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The perforator was returned for evaluation: device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye: organic matter and a worn eto label were present. Functional testing was performed and the unit was found to perform as intended and fulfilled the acceptance criteria. IFU testing procedure with no observed anomalies. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020 the perforator failed to disengage, causing injury to the dura mater. The procedure was completed as-is using the complaint device. No information about treatment for injury was available. A surgical delay within 30 minutes was reported.